Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2011; 4076-52 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was further reported that there were several episodes of ventricle fibrillation and nonsustained tachycardia indicating noise on the electrogram consistent with a lead fracture.